Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus for 1 gram of carbohydrate without user input. The customer's blood glucose (bg) level was 322 mg/dl. The customer declined to perform further troubleshooting with tandem technical support as customer confirmed all other bolus requests delivered as intended.